Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 283, 300, 278, 227 and 350 mg/dl. Customer did not know her expected blood glucose test result range. Customer was using the correct testing technique. At the time of the call the customer felt well and did not report any symptoms. On (B)(6) 2019, customer had obtained a blood glucose result of 414 mg/dl fasting, had headache and was feeling thirsty, so had gone to the ER. Customer's blood glucose test result when at the ER about an hour later was 200 - 250 points lower and was in the 200's (customer did not remember the exact result). Customer was released the same day, no treatment was given and no new medications/healthcare program was suggested. Customer continued to use the meter. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report:(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#:(B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 283, 300, 278, 227 and 350 mg/dl. Customer did not know her expected blood glucose test result range. Customer was using the correct testing technique. At the time of the call the customer felt well and did not report any symptoms. On (B)(6) 2019, customer had obtained a blood glucose result of 414 mg/dl fasting, had headache and was feeling thirsty, so had gone to the ER. Customer's blood glucose test result when at the ER about an hour later was 200 - 250 points lower and was in the 200's (customer did not remember the exact result). Customer was released the same day, no treatment was given and no new medications/healthcare program was suggested. Customer continued to use the meter. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 : 283 mg/dl date:(B)(6) 2019 time:4:15am fasting, result 2 : 300 mg/dl date:(B)(6) 2019 time:6:00am fasting , result 3 : 278 mg/dl date:(B)(6) 2019 time:9:41am fasting, result 4 : 227 mg/dl date:(B)(6) 2019 time:7:21am fasting, result 5 : 350 mg/dl date:(B)(6) 2019 time:6:58pm fasting.